Manufacturer narrative:
Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the contact alleged that the pump had requested to deliver 22 units for a meal containing 15 grams of carbohydrates. Review of the bolus history verified that the customer had entered 91 grams of carbohydrates instead of the intended 15 grams of carbohydrates. The customer acknowledged the user error and reported having suspended the bolus at 12.66 units. Blood glucose (bg) level decreased to 39 mg/dl, and was addressed with sugar and carbohydrates. During a follow-up call, customer verified bg level increased to normal range.